Event description:
An adverse event that occurred on (B)(6) 2012 involving a s636 power wheelchair was reported to sunrise medical on (B)(6) 2014. It is being alleged that on (B)(6) 2012 the end-user to fall to the ground. The end-user sought treatment and an MRI revealed a cervical and right wrist strain. Additionally, an x-ray of the end-user's right hand revealed a closed fracture of the metacarpal of his finger. Further information is unavailable at this time due to legal involvement.

Manufacturer narrative:
Due to legal involvement the end-user's age and weight have not been provided at the time of this filing. If and when the required information is obtained it will be submitted in a supplemental MDR. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.